Event description:
Penile prosthesis implanted in 2001 failed. Inflation 50% with obvious leakage. After removal noted crack in tubing from reservoir as it anterior to scrotal pump. New prosthesis implanted.